Manufacturer narrative:
The investigation conducted by field service engineering concluded that the malfunction experienced by the customer was associated with the system camera cable. The system was repaired by replacing the affected camera cable. As of (B)(6) 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that the left channel of the system camera had a pink hue and blue lines throughout the image. The pt was under anesthesia and the pt port incisions and already been made when the surgeon decided to abort the planned surgical procedure. No pt harm, adverse outcome or injury was reported.